Event description:
Information received indicates the administration set has a filter that blows out. Pt said the filter opened up on the side. Pump was running after a couple of hours when she heard a pop. She then saw the fluid running out the side of the filter. Tpn was infusing at 333.3ml/hr. Pt discarded this set, therefore, it will not be returned. Lot number is unknown.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.